Manufacturer narrative:
The symptom of the defect is the collapse of the bed backrest. The cause could be either the detachment of the actuator from the bed frame or the detachment of the hinges connecting the bed frame to the backrest. The hinges, located on the left and right sides of the bed, allow adjustment of the backrest and knee section angles. As there had been no repairs to these hinges since manufacturing, the reported malfunction (unscrewed hinges and their disconnection) may be related to the bed assembly process. However, hinge detachment alone is unlikely to cause such severe damage to the actuator (broken into pieces and detached from the bed frame), as this would require much greater force. After analyzing all available information, we concluded that the additional force in this case could have resulted from the bed hitting an obstacle (e.g., a window sill). This impact may have created tension during bed movement, which first led to bending of the actuator bracket and ultimately to hinge breakage. However, as no information regarding the circumstances of the event was provided by the customer, this hypothesis cannot be confirmed. The instructions for use for the enterprise 8000x bed (746-585) include the following warning: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement.¿ in summary, the exact cause of the actuator and hinge detachment remains unknown, but the investigation indicates that an operational issue cannot be ruled out. The device did not meet performance specifications due to damages found. There was no indication of patient involvement, and no injury was sustained. The complaint was assessed as reportable due to the allegation that the backrest actuator detached, which results in the backrest section collapsing.

Event description:
Arjo was informed about an event involving the enterprise 8000x bed. The customer reported that the bed was broken in multiple places and requested an inspection for repairs. There was no indication of patient involvement, and no injury was sustained.

Manufacturer narrative:
During the device inspection conducted by an arjo technician, it was found that the backrest frame, backrest actuator, the actuator mount to the frame, and the hinges were broken. The actuator had detached and was found in multiple pieces, while the backrest was being supported only by the remaining fragments of the actuator. The bed was deemed beyond reasonable repair. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.